Event description:
It was reported that the safelight cable did not de-activate when taking off adapter. Therefore, there was a thermal event.

Manufacturer narrative:
Alleged failure: per engineer, safelight cable did not de-activate when taking off adapter. E-52 error code also appeared on light source the failure(s) identified in the investigation is consistent with the complaint record. Probable root causes: esst issue causing safelight failure. Replace receptacle board, power supply, and ac inlet board. Advise to re-calibrate unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the safelight cable did not de-activate when taking off adapter. Therefore, there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.